Event description:
It was reported by service report that the scale display was damaged and the clam shell was slightly separated. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged scale display and modules. Damaged footboard clamshell.